Manufacturer narrative:
H10: the lot number for the device was provided, therefore a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical records were received for evaluation. The investigation is confirmed for perforation and retrieval difficulties, however; the investigation is inconclusive for migration. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4. H11: g1, b5, d4, h6 (results and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of the events indicated that model ec500f vena cava filter allegedly experienced migration and was difficult to remove. This report was received from one source. This event involved one male patient with age 59 years and weighing 59 kg. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter migration and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model ec500f vena cava filter at some time post filter deployment, it was alleged that the ivc filter migrated and embedded in the wall of the patient¿s vein. The device has not been removed after two attempted but unsuccessful removal procedures. This report was received from one source. This event involved one male patient whose age and weight at the time of the event were not provided. There was no reported patient injury.